Event description:
It was reported that during a coronary artery stenting treatment procedure, withdrawal difficulty and shaft fracture occurred. The procedure was performed for recanalization of a complete total occlusion (cto) of in-stent restenosis (isr) in an unknown size/type stent. The isr was located in the mildly calcified and mildly tortuous left circumflex (lcx). The physician had difficulty passing an unknown type guidewire through the cto. The physician wanted to use the 12x3.5 mm quantum maverick balloon proximal to the cto to provide further backup for the guidewire. After introducing the quantum balloon into the guiding catheter the physician felt a strong resistance during adjustment. The physician tried to pull the quantum balloon back out of the guiding catheter. During withdrawal the quantum balloon catheter broke inside the guiding catheter. The physician pulled the quantum back out of the guiding catheter. The balloon was never inflated and all pieces were removed from the patient. The physician checked the guiding catheter, and there was no kinking observed. There was no injury to the patient and the patient condition is listed as in well condition. The procedure was not completed due to this event.